Event description:
Reporter alleged one of the lancet drums on the device had a protruding lancet from it. It was stated customer accidentally stuck herself with the protruding needle, however, no actions were taken or treatment rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.